Event description:
In 2008, it was reported to boston scientific corporation that an injection gold probe hemostasis catheter was used during a coloscopy procedure the same day. According to the complainant, "the device failed to heat." The procedure was completed with a different device (unknown product/manufacturer). No patient complications were reported as a result of this event.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. The june 2008 15-month injection gold probe hemostasis catheter product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.